Event description:
It was reported that the site had concerns for thrombus. The log file captured a few low power advisories on 19mar2021 due to normal battery depletion. The log also indicated that the patient had been sleeping with the device powered by batteries, which is not recommended. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 list lists device thrombus and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jul2019. No further information was provided. The manufacturer is closing the file on this event.